Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that a cartridge change error occurred. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for this issue; however, no response was received. Customer's blood glucose level was approximately 110 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.